Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. If the device is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that encountered a calibration issue was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition. Additional information: this involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number.

Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which there was a calibration issue. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is currently unknown. There is no further complaint information available.